Event description:
It was reported the patient presented for implant procedure. As the leadless pacemaker (lp) was being fixated in the ventricle, the delivery catheter built up torque which caused the lp to detach and move into the atrium. The lp was removed from the patient and a sprung helix was observed. While moving the delivery catheter into the inferior vena cava (ivc), resistance was felt. Contrast was injected that showed the ivc had been dissected which resulted in effusion and tamponade. The patient was implanted with a transvenous pacemaker. The patient was in stable condition.